Event description:
It was reported by service report that the brakes were not holding. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Evaluation result: brake adjusters.